Event description:
During patient code situation AED and pads were applied by emt health care professionals. AED continued to read "place electrodes on patient's bare chest", and did not analyze. Kept repeating "place electrodes on patient's bare chest". It was noted post event that the blue protective liner was not removed from inside of the pads. Subsequently ems team placed alternate AED device for evaluation.